Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated; the display screen was not blank. The display powered up to a verify screen. In addition, the review of the pump black box history showed no indication of alarms and warnings associated with a blank screen. The pump was opened and the display screen was noted to be intact. The display flex cable was fully seated in the connector. There was no evidence of internal moisture damage. Unrelated to the original complaint, the display screen was dim and discolored. The audio bolus button cover was damaged; however, the bolus button was responsive during the investigation. In addition, the battery compartment was cracked in multiple places.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.